Event description:
The customer contact reported a leak; subsequently bleed back was noted. The tubing set was being used to deliver 250ml of paclitaxel, at a rate of 250 ml/hr, via a pump. After an unspecified length of time in use, a leak of solution from an unspecified location on the backside of the filter was noted. The tubing set was replaced and the therapy was resumed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.